Event description:
It was reported that sometime post device placement, the port stem allegedly cracked when the catheter and the port stem were hooked together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue isp was returned for evaluation. Gross visual evaluation was performed. Although the sample was returned for evaluation, four electronic photos were provided for review. The investigation is confirmed for the reported port stem fracture issue, as a longitudinal fractures were observed on the port stem. Two fractures were noted to be radially parallel from each other and they showed signs of migration from the distal end of the port stem toward the proximal. A complete compound break was observed on the underside of the port stem. The broken portion was not returned. A definitive root cause for the alleged port stem issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that post device placement procedure, the port stem allegedly cracked when the catheter and the port stem were hooked together. There was no reported patient injury.